Manufacturer narrative:
As of today, the above referenced device has not been returned; therefore, no physical or visual analysis of the laser console could be performed. The device was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the device and was unable to replicate the reported allegation, therefore, the complaint was not confirmed. The diode assembly was replaced and re-aligned properly by the account. The unit was verified and tested, and it work as intended. The aiming beam was returned and the visual inspection confirmed that the component was in good physical condition and the electrical connections were fine. However, the diode assembly was replaced and re-aligned; after that the console worked successfully. Device was installed on (B)(6) 2008 and this event occurred 17 years after the system installation. After this period, component wear, failure or damage is possible based on product use. A risk review was completed and confirmed that the event of misaligned is defined in the risk documentation. Based on analysis result, a conclusion code of device problem excluded was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during setup, the aiming beam was misaligned. There was no patient involved.

Event description:
It was reported that during setup, the aiming beam was misaligned. There was no patient involved.

Manufacturer narrative:
As of today, the above referenced device has not been returned; therefore, no physical or visual analysis of the laser console could be performed. The device was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the device and was unable to replicate the reported allegation, therefore, the complaint was not confirmed. The diode assembly was replaced and re-aligned properly by the account. The unit was verified and tested, and it work as intended. Device was installed on (B)(6) 2008 and this event occurred 17 years after the system installation. After this period, component wear, failure or damage is possible based on product use. Based on analysis result, a conclusion code of device problem excluded was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during setup, the aiming beam was misaligned. There was no patient involved.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.